Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator (ICD) delivered inappropriate shocks after incorrect interpretation of signal. These shocks lead to excessive battery drain. The product was explanted and successfully replaced. The patient was stable following intervention.